Event description:
In this event it is reported that 30k fsi-sli-1000 insert,pkd has no water flow and gets hot. No injury reported.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information: UDI # is being adding - UDI # (B)(4). This is a follow up report to report this information. Investigation results: returned qty.1 insert, 81570, 19178-00031843, 80,bul. Test method / gp005-wi02. Inductance: gauge ID# 5349, due: 11/30/2024 result: tested on: g136 gage ID# 9626-2, due date: 09/30/2023, set pressure: 35 psi. Water flow: output rate: 35 psi. Water leak: hp sealing ring, proximal ring: distal ring. Other visual observation: insert is good, no fault found. Alleged event: confirmed - not confirmed.